Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A new cartridge was loaded to resolve the issue. A correction bolus was delivered to address bg. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue. Reportedly, the customer continued to use the pump for insulin therapy.